Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced burning sensation at the ipg site when stim was on. Patient had effective therapy when stim was on. As a result, the patient underwent surgical intervention on (B)(6) 2018 to have ipg revised and pocket relocated. Issue has been resolved.